Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during drain cycle three of four of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.